Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (308 mg/dl). Reportedly, pump basal rate and correction factor has recently been changed. Contact stated they are working with their health care professional on adjusting their pump settings. A manual injection was delivered to stabilize blood glucose levels.